Manufacturer narrative:
Concomitant products: approximated based on the revision date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients ipg site had opened and the patient had an infection. Draining fluid of yellow/ green were noted. It was also stated that the patient was experiencing inadequate stimulation and discomfort at the ipg site. The physician believed that the infection was not device related and had something to do with the patient health. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted ipg and leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Concomitant products: approximated based on the revision date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients ipg site had opened and the patient had an infection. Draining fluid of yellow/ green were noted. It was also stated that the patient was experiencing inadequate stimulation and discomfort at the ipg site. The physician believed that the infection was not device related and had something to do with the patient health. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted ipg and leads were discarded by the medical facility and will not be returned.